Event description:
It was reported that a home patient (hp) received a high drain error 107 alarm on a homechoice (hc) machine when the hc was turned on. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The hp stated that she felt fine at the time and felt fine after the last therapy. The technical service representative (tsr) explained the alarm and assisted the hp in clearing the alarm. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. A service history was not available for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of the device history did not reveal anything that would cause or contribute to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.